Manufacturer narrative:
(B)(4).

Event description:
Both t1 and t2 deploy at the same time. It is unknown if there was a backup device available. It is unknown if there was a delay. No patient injuries were reported.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device showed the actuator is in its t2 post-deployment position indicating a complete deployment. No ts or suture remain on the insertion needle but were returned for examination. Evaluation of the construct showed the suture has been cinched and t2 is bent. The device was functionally tested for proper actuator advancement and cycling and was found to function as intended. The distal end of the depth limiter is damaged. The condition of the device indicates the deployment slider was inadvertently pushed twice during deployment of t1. Per the device IFU warning: do not push the deployment slider twice or the second implant will deploy prematurely. No root cause related to the manufacturing process can be established. Further investigation is not warranted at this time. Credit has been issued as a customer courtesy.